Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/27/2020.

Event description:
During preventative maintenance, the manufacturer's international service technician found that there was an issue with the battery and ac (alternative current) power cord. They also found that the zero offset for flow was out of range. There was no patient involvement. Error logs confirmed that the ventilator was cycling from ac power to battery. The service technician recommended replacement of the power cord and battery. The customer has not yet approved the repair. The manufacturer did replaced the flow sensor and the zero offset for flow was now in range.

Manufacturer narrative:
G4: 16mar2020 b4: (B)(6)2020. The customer did not approve repair of the battery and power cord. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.